Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with helix found retracted with traces of blood/body fluids. Visual and x-ray examinations did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that during implant procedure patient's lead exhibited loss of capture. The lead was not installed, and the procedure was completed using an alternate lead on 4 jul 2024. There were no patient consequences.